Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . A review of the device history record of the product code/lot number combination was conducted with no findings. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).

Event description:
The user facility reported that during preparation, the locator was unable to be inserted into the insertion sheath due to resistance. The device was not used, and another angio-seal 8 french device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was thrombectomy. The size of the sheath ancillary used was 8 french. The puncture site was the right common femoral artery. No equipment or other devices were used with the angio-seal.